Manufacturer narrative:
(B)(4). A review of the retained manufacturing and quality records (with specific emphasis of the base material permeability and device porosity testing) confirmed that the product was manufactured to the intended specifications. The whole batch of 32 passed porosity testing well below acceptance limit of 26ml/min with minimum reading of 0ml/min and highest reading of 5ml/min. A review of similar events was performed for all woven devices that have been reported to have leaked. The incident rate for reported leakage events was confirmed as 0.017% (complaints v sales). The review included all similar events reported to vascutek between jan2013 - sep 2018 inclusive. No negative trend was identified during the review. The device was misused as the supplied IFU states: "the prosthesis must be immersed in a sterile saline solution of 5 minutes. Failure to rinse for 5 minutes could lead to the graft being more susceptible to leakage when implanted." Further action is not planned; however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time. Vascutek consider this case closed.

Event description:
The reported event was reported as follows: blood bled through during implant. Hospital does not pre-soak grafts.